Event description:
A report was received that the patient was experiencing burning sensation at the lead site. It was also reported that the patient was receiving shots near the implant site by the physician. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing burning sensation at the lead site. It was also reported that the patient was receiving shots near the implant site by the physician. No further course of action will be taken at this time.